Event description:
It was reported that one month after a successful cryo ablation procedure, the patient visited the outpatient department with complaints of palpitation. As a result, the patient was put on a holter monitor for seven days. The physician reviewed the results and found the possibility of right atrial flutter. The patient was taken off of their anticoagulant at this time. The patient was admitted shortly after review of the results to receive radiofrequency (rf) ablation. During the ablation, the patient also had right atrialtachycardia. Ablation was performed until the tachycardia was non-inducible which resolved the issue. The patient was hospitalized as a result of the events and was discharged two days later in a "clinically good condition." The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.